Event description:
Around hour 66-67 of therapeutic hypothermia (of 72 total), the arctic sun cooling machine began giving an error message/alarm that it was not "adjusting the temperature as accurately as predicted". The water temperature began dropping. Call was placed to arctic sun helpline and instruction was to switch out the machine to a new unit.